Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The hemostatic valve dislogment could be related to the impeded issue reported by the customer. A device history review was performed for the finished device 00002452 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal cardiac ablation procedure which include the use of a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. Initially, it was reported that during the operation, the inner sheath could not advance in the outer sheath due to an impediment. Another sheath was used to complete the operation. There was no report of an adverse event on patient. The impeded device issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, the hemostatic valve was dislodged inside of the hub component. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.